Manufacturer narrative:
(B)(4). During baxter's eval, the missing direction of flow label was confirmed. The missing label was replaced during the repair process.

Event description:
During baxter's functionality testing it was found that a spectrum pump was missing a direction of flow label. There was no pt involvement.